Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the patient coded, and the procedure was aborted. The patient was resuscitated and transferred to the intensive care unit. It was reported that the patient did not have any pre-existing conditions that may have contributed to the event. The physician confirmed that the event is unrelated to aquablation therapy and the aquabeam robotic system. It was confirmed that there was no malfunction of the aquabeam robotic system.